Event description:
The device was used during an unk procedure. It was reported by the rep the clips were dropping from the device. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h4,6: information unavailable, device not returned for analysis.